Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: it was reported that after drawing blood, the rn pushed the button to retract but it did not retract all the way which resulted in a needle stick. Rn was drawing blood on a patient, when she pushed the button to retract the needle, it didn't retract all the way, she accidentally stuck herself with the needle. Medwatch report# (B)(4) was filed in response to this event.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: it was reported that after drawing blood, the rn pushed the button to retract but it did not retract all the way which resulted in a needle stick. Rn was drawing blood on a patient, when she pushed the button to retract the needle, it didn't retract all the way, she accidentally stuck herself with the needle. Medwatch report# (B)(4) was filed in response to this event.